Manufacturer narrative:
Manufacturing site evaluation: internal notification number: (B)(4). 1.1 device. Reference code (B)(4). Device name as vega ps tibial plateau. Cemented t1. Serial number n/a. Batch number 51979354. UDI device identifier n/a. UDI production identifier n/a. Basic UDI-di n/a. Unit of use UDI-di n/a. Manufacturing date 2013-11-11. Reference code (B)(4). Device name as vega ps femoral comp. Cemented f4n r. Serial number n/a. Batch number 52050320. UDI device identifier n/a. UDI production identifier n/a. Basic UDI-di n/a. Unit of use UDI-di n/a. Manufacturing date 2014-09-15. The corresponding implant components with manufacturing batch number. Ref.code device name batch. Nx110 vega ps gliding surface t1/1+ 10mm 52065805. The provided devices were decontaminated internally according internal standards. The tibial implant as well as the femoral implant component arrived with loosened bone cement. Investigation: the available components have been examined visually and microscopically with the digital microscope vhx-5000 keyence (eq.-nr. 2000024840) and the digital-camera "panasonic dmc tz8". The available tibial- ,as well as the femoral component show no serious abnormalities or damages. In the delivered condition there were nearly no bone cement residues adhesive on both implant components. The gliding surface of the meniscal component shows visible scratches and imprints. It could be possible that this traces come from bone cement residues which get into the articulation between the femoral component and the gliding surface. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of production. Conclusion and root cause: rationale: there are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found. It could be possible that there were problems with the cement technique. Potential sources of faults relating to the cement: the processing time of the used cement was exceeded. Wrong temperature. Unfavourable storage. The age of the cement. Wrong handling with the cement. Corrective action: product safety case (psc) 17-19. Any action regarding CAPA will be addressed within the product safety case.

Event description:
It was reported that there was as vega gliding surface component. According to the complaint description: "the cement was not adhering to the component. The coating was as coating. The type of cement was cobolt cement. Additional information was requested for patient information, detailed event description, and operative report. After several attempts the facility is not willing to provide information." A revision surgery was necessary. Additional information was not provided. The adverse event is filed under aag reference (B)(4). Associated medwatch: 9610612-2019-00699, 9610612-2019-00769, 9610612-2019-00884.